Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex fill coil 4 x 10 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped and it was found without any damage. The support coil, and gripper were received inside of the introducer while the embolic coil was not returned; as reported, it remains implanted. The support coil and gripper were found without any damage. The gripper was inspected under microscope; the gripper was found without damage. No obstructions or damages were noted on the purge hole. The impression of the embolic coil was seen on the gripper indicating a tight press fit of the coil in the gripper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The device history records review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test for embolic coil attachment pull test, embolic coil detachment pressure test, and embolic head piece attachment strength pull test. Although a definitive conclusion cannot be made regarding the reported premature detachment, based on the review of the device history records and the analysis of the returned delivery system, with evidence of a tight fit of the coil into the gripper, there is no indication of any manufacturing issues related to the event. Additionally inspections are in place to prevent this type of failure from occurring. It is possible stress beyond tolerance imposed on the coil during device manipulation/interaction with the microcatheter may have contributed to the event; however, with review of the available information a definitive root cause cannot be determined. Therefore, no corrective actions will be taken at this time.

Event description:
The operator connected the orbit galaxy coil (640cf0410/15836148) to the syringe (details unknown) and wanted to purge the delivery system by bringing the syringe to the blue zone. But the syringe was very very difficult to rotate clockwise and he felt it was very very tight. So he decided to change the syringe to the new one (details unknown). He prepared the new syringe without difficulty. The coil seemed ok to advance (deploy) and retract several times into the aneurysm but suddenly it went out of control. Out of control means it was detached prematurely without rotating. The syringe was not pressurized further when the coil was detached. The syringe was at the orange zone when the coil detached and there was no issue with this syringe. The coil was detached without any repositioning of the microcatheter. So he decided to use the stent (details unknown) to pin the detached coil toward vessel wall because the detached coil could have migrated away into the vessel. The target vessel site was the middle cerebral artery. The aneurysm measured 4x5x5 mm and was secular. An excelsior sl-10 microcatheter was used in the procedure and an adequate continuous flush was maintained through the microcatheter at all times. There was no resistance during advancement of the coil. This was the first coil in the procedure intended for framing the aneurysm. There was no flow restriction as a result of the procedure and there was no adverse outcome to the patient. The coil did not stretch prior to detachment.

Manufacturer narrative:
Concomitant medical products: two syringes (635002/lot unknown); stent (details unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15836148 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.